Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated by email that during removal a tampon came apart and pieces remained inside. This occurred with two tampons. There have been 3 attempts (10/13/2017, 10/20/2017 and 10/27/2017) to contact consumer for more information but we have not been successful. No additional information is available.